Manufacturer narrative:
Medtronic received additional information from the physician/author that medtronic product did not directly contribute to any of the deaths reported in the literature. No additional adverse patient effects were reported. A4: median weight of patient population added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: nair ak et al. Surgical outcomes of absent pulmonary valve syndrome: an institutional experience. Annals of pediatric cardiology. 2020; 13(3):212-219. Doi: 10.4103/apc.apc_111_19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the mid-term outcomes of the surgical correction of patients with absent pulmonary valve syndrome. All data were collected from a single center between january 2001 and december 2015. The study population included 27 patients (predominantly male, median age 9.8 months), 11 of whom were implanted with a medtronic contegra pulmonary valved conduit (no serial numbers provided). Reduction pulmonary arterioplasty was performed in all patients. Among all patients who received a valved conduit, 2 late deaths were reported at 10 months and 36 months post-surgery from acute respiratory failure and severe bronchopneumonia with sepsis, respectively. Furthermore, among all patients, it was reported that the 10-year survival was 82.1%. It was reported that all patients who died also had respiratory complications and were less than 1 year of age at the time of initial implant. Multiple manufacturers were noted in the literature, and no correlation between products and the deaths were made. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: respiratory complications, low cardiac output syndrome, junctional ectopic tachycardia, moderate mitral regurgitation, chylothorax. Three patients with a contegra pulmonary valved conduit required reintervention due to an infection, aneurysm with thrombus, and pulmonary stenosis with elevated gradients. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.